Manufacturer narrative:
Initial.

Event description:
It was reported that the continuous glucose monitor was reading on the abbott app but not on the ilet due to the sensor being scanned in the freestyle libre 3 plus app; the agent educated the user on connection limits, assisted with placing and scanning a new sensor, confirmed ilet was in bg run mode until warmup complete. The user experienced a glucose peak of 233mg/dl with no adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided by the user. Investigation of this case revealed an interoperability issue between the cgm app configuration and the ilet system along with an incorrect procedure related to sensor pairing; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error and improper setup procedure.